Event description:
Kept reading "check hp" error message.

Manufacturer narrative:
Unit was from a sales rep's trunk stock. It will not be returned for evaluation. It is not possible to determine an assignable cause for this issue insufficient info for a complete investigation. The DHR for lot 00713-06 was reviewed. The lot met manufacturing specifications before released and there were no issues related to the complaint. (B)(4). No significant trends were observed.